Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported issue. The fsr noted that the oxygen (o2) wall pressure was at 50 psi and the air pressure was at 54 psi. The fsr downloaded all data logs and returned to the manufacturer for further evaluation. The fsr performed corrective maintenance/inspection and was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2), ph and partial pressure of carbon dioxide (pco2) were up on the electronic patient gas system (epgs). As a result, an alternate device was employed. The user switched the wall o2 (wall o2 was 52 pounds per square inch [psi]) to an o2 tank and everything came back in order. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the perfusionist (ccp), on the initiation of cpb and first seconds, the arterial blood was dark and the blood parameter monitor (bpm) indicated a drop in the ph (ph 7.14), partial pressure of oxygen (po2) (88 mmhg) and a rise in the pco2. The ccp stated she increased the fraction of inspired oxygen (fio2) from 80 - 100% and the gas flow was set to about 0.4 liters per minute (l/min). According to the ccp, these values were displayed on the central control monitor (ccm). The arterial blood remained dark in spite of increasing the fio2. As no cause for dark arterial blood could be determined, the ccp connected a portable 100% oxygen tank to the oxygenator and immediately the blood became brighter red in color and the bpm measured values improved. The portable oxygen tank was used for the rest of the procedure in review of the data logs, the epgs was successfully calibrated a couple of hours prior to cpb. There were no error messages that would indicate a problem with the epgs. The ccp did state that an anesthetic vaporizer was used and this or other in-line device between the epgs outlet and oxygenator inlet could block gas flow or allow for gas leaks. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. Data logs were evaluated and no faults or error messages were detected in the history files. Given the results of the inspection and the clinical review, the cause cannot be considered to be due to a malfunction/failure of the system 1 or electronic patient gas system (epgs). It otherwise could not be determined if the vaporizer or circuit configuration in any way contributed to or was responsible for this issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.